Manufacturer narrative:
Unit had blank display, problem isolated to lcd. No cosmetic damage noted.

Event description:
It was reported that the customer's insulin pump had a blank display. The customer's blood glucose level was 115 mg/dl. She was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.